Manufacturer narrative:
A .035 emerald amplatz fc j3mm ss 260cm ptfe guidewire tip was frayed when the doctor removed it from the hoop. No reported patient injury. Another emerald was opened and used. The guidewire was not used, it was not removed from the hoop once the doctor realized that the tip was damaged. The product was not resterilized. The wire was not re-shaped by the user. No anomalies were noted with the device packaging. Previously, this complaint was evaluated per picture analysis since, at that time, only a picture of the device was received for analysis attached to the complaint. Per picture¿s visual analysis, the tip of the guidewire was observed elongated & frayed. Currently, the actual non-sterile emerald guidewire (dgw.035 fc j3mm ss 260cm ptfe) was received for analysis coiled inside a plastic bag. Per visual analysis of the received unit, a frayed/split/torn condition was observed at the ¿j¿ shape distal tip of the wire. No other anomalies were found. Per microscopic analysis, the tip of the unit was confirmed frayed/split/torn. A product history record (phr) review of lot 35235236 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿distal tip-wires- frayed/split/torn - during prep¿ was confirmed during the product analysis. However, the cause of the frayed/split/torn condition could not be conclusively determined during the analysis. The records indicated that the product met specifications prior to shipment. Based on the information available for review, handling factors may have contributed to the event as evidenced by elongations noted during analysis of the photo. When removing the guidewire from the hoop, an exchange length guidewire may be resistant due to friction and without careful handling, it is possible to stretch and damage the tip at this time. According to the precautions in the safety information in the instructions for use ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter and guidewire.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a .035 emerald fc j3mm ss 260cm ptfe guidewire tip was frayed when the doctor removed it from the hoop. No reported patient injury. Another emerald was opened and used.

Manufacturer narrative:
Complaint conclusion: a .035 emerald amplatz fc j3mm ss 260cm ptfe guidewire tip was frayed when the doctor removed it from the hoop. No reported patient injury. Another emerald was opened and used. The guidewire was not used, it was not removed from the hoop once the doctor realized that the tip was damaged. The product was not resterilized. The wire was not re-shaped by the user. No anomalies were noted with the device packaging. The product was not returned for analysis. However a photo was provided. One picture of a seemingly dgw.035 amplatz fixed curve j3mm super stiff 260cm ptfe coated guidewire was received for analysis. The actual device was not received for analysis. Per picture analysis, the tip of a guide wire was observed elongated & frayed. No other anomalies were noted. A product history record (phr) review of lot 35235236 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires-frayed/split/torn¿ was confirmed through analysis of the photo provided. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the event as evidenced by elongations noted during analysis of the photo. When removing the guide wire from the hoop an exchange length guide wire may be resistant due to friction and without careful handling it is possible stretch and damage the tip at this time. According to the precautions in the safety information in the instructions for use ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter and guidewire.¿ neither the phr review nor the photo analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.